Event description:
The following was reported to davol via maude event report (B)(4): pt had bard perfix patch and plug procedure for hernia in 2005. For the past two months she has suffered extreme pain from the device. She has seen doctors who said she might lose her life if they try to explant the device. Per the reporter the patch appears defective and rough around the edges. The patch is hardened around her nerve which caused the pain. CT scan revealed that the patch has migrated. Fluid and gel like substance was produced around the patch and extracted by the doctor who advised, there is risk of loss of life in explanted. The reported alleges pain, abscess, nerve damage, migration of device, defective mesh.

Manufacturer narrative:
Currently, it is unk whether a davol product may have caused or contributed to the reported event. This event was reported via maude event report by the pt's father. However no contact info was provided, therefore we cannot contact the reporter to request additional info that might contribute to our investigation. There were no product identifiers in the report; therefore a review of the manufacturing records is not possible. At this time no connection can be made between the reported event and the davol product in question. If additional event and/or eval info is obtained, a supplemental MDR will be submitted.